Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia after switching to different infusion insets due to a supply shortage while using the ilet system, with a highest documented blood glucose of 401 mg/dl; the device problem and affected component could not be determined due to insufficient information. Symptoms included hyperglycemia. Outcomes included insufficient information regarding clinical impact. Investigation included communication with the user¿s representative and analysis of information provided by a third party. Investigation of this case revealed no findings available, and both the medical device problem and the specific component involved remained undetermined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.